Event description:
It was reported that upon interrogation an alert for possible output circuit damage was observed. High voltage therapies were aborted due to the low lead impedance. The device voltage was consistent with eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.